Event description:
It is reported the device was implanted in 1997. In 2006, during a follow-up visit, the surgeon noted on x-ray that osteolytic lesions or cysts had formed around the threads and tips of screws used to affix the plate. The plate itself was not loose. The device was revised two months later.

Manufacturer narrative:
Evaluation summary: articular surface of insert looks good. Etching on inferior side is worn off. At this time, a definitive cause cannot be determined. Evaluaiton: insert exhibits minimal pitting to articulating surfaces and striations on backside. Scanning electron microscope examination shows worn surface was in polished condition with few scratches, third body particles and rare cavities due to material removal. Third body particles were al, si, mg, ca, k, ci and s. Energy dispersive spectroscopy analysis showed a c (carbon) peak in the spectrum that is typical of a uhmwpe. Device history records are intact, conforming and indicate manufacture to secificaiton.